Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station kept rebooting. No injury was reported as a result of this event.

Manufacturer narrative:
Patient monitoring resumed by disconnecting the network cable, rebooting the central monitor, then readmitting the telemetry patients to the device. Onsite investigation by a spacelabs field service engineer (fse) found that the problem had resolved, and could not be reproduced. There have been no further reports of recurrence for the past two months. This investigation is considered complete and the issue closed.